Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was incorrect, cause was unknown. The customer corrected the pump date but was concerned about a correction bolus scheduled for the incorrect date. Tandem technical support ensured customer that the incorrectly dated correction bolus would not affect insulin therapy because it was already received. There was no reported impact to the customer's blood glucose.